Event description:
It was reported that the patient had a blood infection. Additional information received indicated the source of the infection was the patient's skin and hemodialysis catheter. The bi-ventricular implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead (B)(6) 2008; c154dwk bi-ventricular implantable cardioverter defibrillator (ICD) (B)(6) 2008; 419488 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient had a blood infection. The bi-ventricular implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.